Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an apex balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The tip is damaged. Microscopic examination revealed that the balloon has a pinhole at the proximal balloon cone. There are numerous hypotube kinks. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 12mm apex¿ balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 12mm apex¿ balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another balloon catheter. No patient complications were reported and the patient's status was fine.